Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31080087l and no internal actions to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure for pvcs (premature ventricular contractions) (of rvot (right ventricular outflow tract) origin which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis. It was reported the target pvc was difficult to appear and the origin was identified by pace map. With good points under the rvot septal side valve, ablation was performed in a wide range. Pvc disappeared and the procedure was completed. At the end of the procedure, a blood pressure drop to the 80s was observed and patient's level of consciousness decreased but was not lost. A cardiac echocardiogram was performed, which revealed a cardiac tamponade with no evidence of steam pop. The outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the open surgery. The physician's opinions on the causal relationship with the product was unknown. No particular point in the ablation information that would cause cardiac tamponade. The physician¿s opinion on the cause of this adverse event was procedure related. The physician commented that the frequently dislodging of the thermocool® smart touch® sf bi-directional navigation catheter into the ra (right atrium) during the catheter manipulation. No abnormalities observed prior or during use of the product. No error messages on any equipment.